Event description:
During an unknown procedure, it was reported the instrument would not fire. No other details are available. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with your endopath thoracic endoscopic linear cutter with safety lock while performing a unk. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971376. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, and cartridge condition; unfired. Cartridge return batch number; j0079f. Instrument number; 219. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke; good. Test cartridge batch #; na. Was instrument cycled; no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve the products.